Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 9 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that a red heart alarm occurred while the patient was moving. The system controller log file revealed multiple low speed advisories. The patient was admitted to the hospital. During manipulation of the driveline, pump stoppages and red heart alarms occurred while the pump was connected to the power module. The pump was connected back to batteries and the patient was stable. An issue was suspected with the percutaneous lead (driveline). The patient underwent a pump exchange on (B)(6) 2017.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 5 inches from the pump housing. The distal portion of the driveline was returned in two segments; a 7.5 inch segment and a 25.5 inch distal segment. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. Both the sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the sealed outflow graft and outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. Electrical continuity testing of the driveline as returned did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to evaluate the underlying wires. Visual inspection of the wires at the nipple housing of the pump revealed a breach to the insulation of the orange wire. Further investigation also revealed a breach to the yellow wire, approximately 3 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was submerged in a saline solution for high potential (hipot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The low speed and low flow hazard alarms that were confirmed through the analysis of the patient's log file could have resulted from a phase-to-phase short if the exposed conductors from the orange and yellow wires made simultaneous contact with the braided shield on either the power module or battery power. These alarms also could have resulted from a short to ground if the exposed conductors of either of the breached wires contacted the braided shield while the patient was supported by the power module. A review of the device history records showed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.